Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion code. Technical services (ts) provided a review of device data, noted that intermittent magnet application induced the battery depletion code. Ts discussed that the code can be reset with programmer follow up and that the battery status will return back to normal. Technical services (ts) discussed how to reset beeper. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.